Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a stroke. During the procedure treatment was applied to the pulmonary veins and posterior left atrial wall. The ablations performed on the posterior wall are considered off label for the farawave catheter. During the procedure the patient also received cardioversion as part of their treatment. The patient appeared slow to recover from anesthesia and it was determined they had a cognitive decline and issues speaking. An MRI identified a thrombotic stroke, and the patient was admitted to the hospital. Ultimately the patient was discharged from the hospital with no interventions or treatments for the stroke performed. Since the discharge itw as reported that the patient is recovering and has improved to "answering the phone and conducing conversations well". The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.